Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis developed baker grade IV capsular contracture in her right breast. The capsular contracture was diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 04-nov-2021, mentor received additional information about the event: that patient is scheduled to undergo explantation in (B)(6) 2022. Possible rupture of the breast prosthesis was reported. Reason for device explant and/or reoperation: capsular contracture, possible breast prosthesis rupture. D6b explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-dec-2021, mentor received additional information about the event. The patient suffered several unexplained systemic symptoms, including fatigue and anxiety. The root cause of the patient¿s symptoms is unclear. A separate report was submitted to the FDA for issues with the patient¿s left breast prosthesis (capsular contracture baker grade ii, generalized illness) under manufacturer report number 1645337-2021-13128. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).